Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil, the delivery wire, the introducer sheath and the rotating hemostatic valve (rhv) were returned. The main coil and the delivery wire were not interlocked, and the twist lock was opened. There was blood noticed inside the introducer sheath. Also, the main coil was stretched and fiber loss due the stretching condition. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-nov-2022. It was reported that the coil was stuck. The target lesion was located in the splenic artery. A 15mm x 40cm interlock-35 coil was selected for use. During the procedure, upon deployment, it was noted that the first coil got stuck distally. The catheter and the coil were simply pulled out from the patient's body. The procedure was completed with a another of same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed a fiber loss.